Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose in the range of 300 to 400 mg/dl. The customer was treated with manual injection. Based on customer report customer did allege the insulin pump was under delivering. The customer stated that insulin pump was not on auto mode. The customer was using the insulin pump within 48 hours of high blood glucose event. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.